Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 168 mg/dl. The customer's wife stated that the pump alarmed compromised force sensor when they changed the infusion set last night. The wife stated that her husband went to bed and loaded the pump again this morning and still received the compromised force sensor system alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear loose. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with severely scratched display window, cracked case at the display window corners and broken reservoir tube lip.